Event description:
The customer stated that she had received the following erratic blood glucose readings: 124,139,181,47,30,35, and 103 mg/dl. The difference between the readings of 47 and 181 mg/dl fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events based on the readings. The meter is to be returned for evaluation, and a replacement meter will be sent.